Event description:
It was reported to co that the data for a lung ventilation/perfusion study was lost after the acquisition was completed. The site was transferring a different data set over the network during the acquisition. The cause is thought to be a networking issue. There is a concern that this issue could require a rescan and delay treatment; no injury or delay of treatment was reported.